Event description:
It was reported that the patient was found deceased at home with their controller alarming. The specifics of the alarms could not be provided and no log files were available for analysis. No further details could be provided as the patient was found deceased.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to the device, could not be conclusively determined through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use lists adverse events which may be associated with the use of heartmate 3 lvas, including death. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists adverse events which may be associated with the use of heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.